Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 11/10/2023. The patient was experiencing shortness of breath, dizziness, weakness, and was vomiting. The patient¿s cgm was reading low mg/dl and the bg meter was reading 249 mg/dl. The patient was taken to the emergency room due to the patient¿s symptoms and the cgm inaccuracy. The patient was treated with IV fluids due to the vomiting. The patient was discharged home 3 hours later. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.